Event description:
Reportedly, during pt use, the ht70 ventilator did not recognize the power pac battery when the unit was removed from ac power supply. The pt was manually ventilated and transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt information was not provided.